Manufacturer narrative:
This event occurred at (B)(6). Approximate age of device - 1 year. Investigation conclusion: no external power alarms were confirmed in the review of the submitted controller event log file. The system controller log file contained approximately 5 days of data, spanning from (B)(6) 2019 06:47:25 ¿ (B)(6) 2019 12:16:10, per the time stamp. The fixed speed was set to 5,300 rpm and the low speed limit was set to 4,800 rpm. A power cable disconnect alarm and low power hazard were captured on (B)(6) 2019 01:18:51 and 2 seconds later, the ebb in use became active. The rsoc levels dropped from the expected 12 volts to 0 in approximately 4 seconds, activating the no external power alarms. All alarms cleared on (B)(6) 01:19:07. A similar series of events occurred on (B)(6) 2019 from 01:34:45 to 01:34:56, and on (B)(6) 2019 from 15:31:35 to 15:31:48 and from 15:44:05 to 15:44:23. This series of events appeared to be consistent with a loss of ac power while the controller was connected to an mpu. The controller's backup battery powered the pump during the power cable disconnect and no external power events. The pump operated at the set speed throughout the log file. The patient remained ongoing on vad support. No product available for investigation. The mpu listed under the patient's equipment history is serial number (B)(4). Review of the device history records found that (B)(4) was manufactured with the v-lock ac connector. The heartmate 3 patient handbook and the heartmate 3 instructions for use explain all alarms and the proper actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook explains how to use the mobile power unit. Connecting the power cord is also described in this section. The document referenced above warns the user to ¿avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. The heartmate ii lvas instructions for use and the heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced no external power alarms while connected to a mobile power unit (mpu).